Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. No noise was produced with isometrics performed in multiple positions. The daily shock impedance measurements have been stable between 110 to 119 ohms. Subsequently, the physician has elected to continue with monitoring through normal follow-up. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.